Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. The cause of the infection was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the infection event. At the time of this report, peritoneal dialysis therapy was ongoing. Outcome of the event was not reported. No additional information is available. This is report 2 of 4 for this event.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported unspecified infection. The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).